Event description:
Bilateral breast augmentation approx 10 years ago with saline/silicone implants. In 11/98 pt complained of asymmetry in size and shape; the right more laterally displaced than the left. Also notices increased rippling. On 12/21/98, implants removed intact, no saline in implants. Bilateral breast augmentation with silicone implants.